Event description:
It was reported that during the procedure using an intralase femtosecond laser system, the device experienced a 401 energy error (error recovery failure) and a 102 oscillator mode-lock error (error recovery). As a result, no side cut occurred after the bed cut. Additional information indicated that no injury was reported, no medical or surgical intervention was required, and the procedure was not completed. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/information not provided. Section d6a: not applicable as the product is not an implantable device. Section d6b: not applicable as the product is not an implantable device. Section e1: initial reporter: reporter name: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.section h6: health effect - clinical code 4581: side cut issues. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.